Event description:
During a biliary stent placement procedure, the physician used a cook zilver expandable metal biliary stent system. This device is intended to be used in palliation of malignant neoplasms in the biliary tree. The stenosis area was dilated via endoscopic access to the papilla. The stenosis area was confirmed under angiography. A wire guide was advanced into the right intrahepatic bile duct and the cook zilver expandable metal biliary stent system was inserted. The stent system was located near the common bile duct around the hepatic portal region. The radiopaque marker on the stent delivery system was positioned at the bottom of the bile duct and the stent was placed successfully. The delivery system was flushed and an attempt to remove the delivery system from the stent was made. The physician indicated the tip of the delivery system became lodged on something and both retraction and advancement was not possible. The physician also attempted advancing the outer catheter of the delivery system while holding the inner catheter securely in place, but this was unsuccessful. After several attempts in removing the delivery system were made, the physician indicated a small amount of stent migration had occurred. At this time, the physician stopped attempting to remove the delivery system. The delivery system was cut near the endoscope accessory channel port outside the patient and the endoscope was removed. Cutting of the delivery system removed the handle and the outer catheter, leaving a large section of the inner catheter in place. At this time, the remaining section of the delivery system was extending from the patient's mouth. The remaining section of the delivery system was transferred from the mouth to the nose. Endoscopic nasal-biliary drainage was not planned to be performed in this case, but the delivery system was placed nasally as a result of the difficulty encountered. Drainage from the stent showed favorable prognosis. An additional procedure was scheduled to remove the remaining section of the delivery system. The physician later decided a follow-up observation would be performed instead of the procedure because the patient had only (B)(6) to live.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a physician in (B)(6). (B)(6). (B)(4). Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved could not be returned for evaluation. Prior to distribution, all zilver expandable metal biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.